Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event as follows: warnings: ¿ "injection procedure reaction to juvéderm® ultra injectable gel has been observed as consisting mainly of short-term inflammatory symptoms starting early after treatment and with less than 7 days¿ duration. Refer to the adverse events section for details." Adverse events per table 1: injection site responses by maximum severity occurring in >5% of treated subjects (number/% of subject nlfs) possible injection site responses post injection with juvéderm® ultra include redness, pain/tenderness, firmness, swelling, lumps/bumps, bruising, itching, and discoloration. Postmarket surveillance: "the following adverse events were received from postmarket surveillance for juvéderm® ultra and ultra plus, with and without lidocaine, with a frequency of 5 events or more and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All adverse events obtained through postmarket surveillance are listed in order of number of reports received: lack or loss of correction, inflammatory reaction, allergic reaction, infection, migration, paresthesia, vascular occlusion, necrosis, abscess, flu-like symptoms, headache, malaise, vision abnormalities, scarring, nausea, drainage, dyspnea, beading, syncope, dizziness, anxiety, deeper wrinkle, and granuloma."

Event description:
Company representative reported on behalf of a healthcare professional who had an appointment with a patient seeking treatment for a "granuloma." The patient was injected with unspecified juvéderm® about a year ago by another healthcare professional. The healthcare professional did not provide treatment to the patient but instead is looking to refer them to another healthcare professional because it looks as if the area may need to be "cut out." No noted biopsy has been performed to confirm the reported granuloma.

Event description:
Additional information provided by reporting healthcare professional: patient was injected 2 years ago at another clinic. Patient was reviewed by the reporting physician to "see if nodule could be dissolved with hylenex." 0.3 ccs of hylenex was injected into left upper lip. Patient returned to office one week later with "no change." Patient was advised at that time to "have it removed" and was referred to another physician for "excision of nodule."